Event description:
Crew responded to a medical call, report of difficulty breathing. The pt requested to be transported to a hosp 40 minutes away. During transport the pt's condition started to deteriorate. The crew requested paramedic assistance meet them during transport. The pt arrested just before the medic met the rig. Defibrillation electrodes were attached to the pt, the analyze key was pressed, with a no shock advised result. The paramedic was picked up, the pt's rhythm became v-fib. Reportedly, the analyze key was pressed, the device charged but would not discharge, the device was indicating check pt. A back up device was obtained and care to the pt was continued. The pt was shocked 10 times in route to the hospital, at the hospital resuscitation efforts were continued. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on the fact that it was a witnessed arrest, resuscitation efforts were started immediately.